Manufacturer narrative:
Correction - h6 investigation conclusion code was updated to "4310 - cause cannot be traced to device".

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17038. Related manufacturer reference number: 2017865-2020-17039. It was reported that the patient presented to the hospital. Inspection of the implantable cardioverter defibrillator (ICD) incision site revealed that the site was infected. As a result the ICD, right atrial lead, and right ventricular lead were explanted. There was an unknown milky-white substance seen on the leads. The patient was in stable condition.